Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump was died. The customer's blood glucose value was 143 mg/dl. The customer stated that the insulin pump lost communication with meter. The customer was declined to troubleshoot for low blood glucose level. The insulin pump will not be returned for analysis.